Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old hispanic female patient, who's undergone primary breast augmentation with two 325 cc mentor memorygel breast implants, suffered severe left breast pain, and a left breast that feels like a bag or ball inside, is heavier and red. Patient reported that antibiotics calmed it down but it comes back and they experience a face that is burning, inflammation and redness. Additionally, the patient has gone to the hospital post-procedure due to the continuing severe pain. The patient reported dissatisfaction with the results of the implants bilaterally. As a result, the patient has been scheduled for bilateral removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant has been reported under mrn: 1645337-2021-10303.

Manufacturer narrative:
On june 1, 2022, mentor became aware that during the revision surgery on (B)(6) 2022, it was discovered that the left breast implant was ruptured. In addition, both the patient's implants were removed and replaced with two non-mentor implants. This medwatch form is for the right breast prosthesis.